Event description:
It was reported a post procedural thrombus occurred. In (B)(6) 2023 a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Post procedurally the patient was on dual antiplatelet therapy. During a routine follow up examination in (B)(6) 2023, transesophageal echocardiography (tee) identified a thrombus on the surface of the closure device. The patient was instructed to resume oral anticoagulant medication and discontinue aspirin in response to the thrombus.